Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed two electrical fault alarms logged on 26-apr-2020 at 10:43:11 and 15:49:40 due to an overcurrent condition on the front stator, resulting in the pump running on a single stator (rear stator only). Additionally, two high watt alarms were logged starting at 10:43:13, likely triggered due to the increased power consumption required to run on a single stator. Failure analysis of the returned controller revealed that the device passed visual examination; functional testing revealed that the reported electrical fault alarm event was replicated during bench testing. Supplemental testing revealed that the pulse width modulation signal on the pump motor controller (pmc) integrated circuit was not outputting the expected signal. This prevented the controller from properly running the pump. As a result, the reported event was confirmed. Based on the investigation conducted, the most likely root cause of the reported event can be attributed to a faulty pmc integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited power consumption above normal with high watt alarm. The controller exhibited a couple electrical fault alarms after the patient stood up from a seated position. The patient denied dropping the controller, tugging on the driveline or damaging the equipment in anyway. The patient was hospitalized for further evaluation. Upon the patient being hospitalized there were continuous electrical fault alarm and high watt alarms. The vad was operating on a single stator. The driveline and the connection to the controller was inspected and there were no issues observed with connectivity or the driveline. The alarms were resolved when the controller was exchanged. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary, and an update to d.4) UDI# section g. Revised product event summary: the controller ((B)(6)) was returned for evaluation. The ventricular assist device (vad) (B)(6)) was not returned for evaluation. A review of the devices' manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed two (2) electrical fault alarms logged on (B)(6) 2020 at 10:43:11 and 15:49:40 due to an overcurrent condition on the front stator, resulting in the vad running on a single stator (rear stator only). Additionally, two (2) high watt alarms were logged starting at 10:43:13, likely triggered due to the increased power consumption required to run on a single stator. Failure analysis of the returned controller revealed that the device passed visual examination; functional testing revealed that the reported electrical fault alarm event was replicated during bench testing. Supplemental testing revealed that the pulse width modulation signal on the vad motor controller (pmc) integrated circuit was not outputting the expected signal. This prevented the controller from properly running the vad. Additionally, a faulty component was I dentified to be defective, resulting in a missing impedance check pulse signal on the front stator, which prevented the controller from properly running the vad on dual stators. Once the faulty component was replaced, the controller worked as intended. As a result, the reported event was confirmed. Based on the investigation conducted, the most likely root cause of the reported electrical fault and high watt alarms event can be attributed to a faulty component within the controller circuit. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller (B)(4), model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 18-oct-2019 <unk if unknown>, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited power consumption above normal with high watt alarm. The controller exhibited a couple electrical fault alarms after the patient stood up from a seated position. The patient denied dropping the controller, tugging on the driveline or damaging the equipment in anyway. The patient was hospitalized for further evaluation. Upon the patient being hospitalized there were continuous electrical fault alarm and high watt alarms. The vad was operating on a single stator. The driveline and the connection to the controller was inspected and there were no issues observed with connectivity or the driveline. The alarms were resolved when the controller was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the vad remain in use.

Manufacturer narrative:
A supplemental report is being submitted for corrections. The event description (b5), the lab values (b6) has been updated. The facility name, and address has been updated. In h10 for the additional products, in h4, the unk if unknown > statement was inadvertently left in, therefore it has been removed and updated. Additional products: h4: mfg date: 18-oct-2019. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.